Event description:
It was reported that the heater failed during setup and displayed error message e08. The product was changed out and the surgery was completed successfully.

Manufacturer narrative:
The device was evaluated and it was confirmed that the heater had failed due to damage to the element wire. The sys was repaired and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.